Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the femoral artery in a 67-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an impella in aorta alarm. Repositioning resolved the issue. In the morning, the automated impella controller (aic) was showing continuous suction and there was dark urine with minimal output. The impella was repositioned to 3.88 cm sitting in the middle of the ventricle. The following day, the impella was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 1.7l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.